Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: device history review indicated all devices accepted into final stock met specifications. Device inspection could not be performed as the reported device was not returned. Complaint history review indicated there have been no other similar complaints for the reported lot. Conclusion: based on the reported event, the likely root cause of the reported event was determined to be user error.

Event description:
It was reported that the hospital used expired product. It was reported that a package of expired bbt was used on a patient. It was reported that the product had expiry date: september 30 2016.

Event description:
It was reported that the hospital used expired product. It was reported that a package of expired bbt was used on a patient. It was reported that the product had expiry date: september 30 2016.